Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 07/15/2017. The camera was returned to canon, the manufacturer of the camera. The camera was returned to the customer and merge helped to configure the device with the merge eye station. The issue was resolved. According to the investigation in case (B)(4), support was able to determined the merge system was not involved. The camera was sent back to the vendor and the issue was resolved by the adjustments made by the vendor. Corrected data: evaluation codes: device: 4001. Method: 10-testing of actual device. Results 748: camera. Conclusion: 4307- cause traced to component failure.

Manufacturer narrative:
Merge healthcare is continuing to investigate the customer's allegation. With the canon camera not yet being returned to the user facility, the investigation is pending. When additional investigation information becomes available, a supplemental report will be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6)2017, merge healthcare received information regarding images appearing dark. No other information was provided. Follow up was completed and on 07/19/2017, merge healthcare received additional information indicating that the camera had to be sent to canon for repair and has not been received back by the account. According to the information received, patients were being rescheduled until the camera could be returned. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for diagnosing and procedures. No patient harm has been reported at this time. (B)(4)